Manufacturer narrative:
Concomitant product: product ID 3093-28, lot # va06m15, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that the patient¿s stimulator was not working and hadn¿t worked for quite some time for both the kidney and bowel. The patient¿s friend or family member noticed this probably a year ago. To their knowledge, they had not turned it off. The patient was on program 2 at 5.4v and the implantable neurostimulator (ins) was off. Stimulation was decreased to 0.0v before being turned on and then was increased to where the patient felt stimulation at 0.9v and it was comfortable. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that there was a 50 percent or greater symptom reduction. The cause of the event was determined, it was not device related, and reprogramming was needed. The patient just needed the device turned up on 2015 (B)(6). The patient experienced a gradual loss of stimulation. The patient recovered without permanent impairment.